Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm diameter abdominal aortic aneurysm. The aortic neck was 25 mm in length, 20, 20, 17 mm in diameter from proximal to distal with 45 degree angulation. The access vessels were small measuring 8 mm in diameter bilaterally and they were severely calcified. The aortic bifurcation was 18 mm in diameter. It was reported that the physician had to push very hard to get the delivery system of the bifurcated stent graft into position and in the process tore the right femoral artery. There was no report of delivery system kink. The femoral artery was successfully surgically repaired. The contralateral limb was implanted without complications. Then an ipsilateral limb was implanted on the right side. A reliant balloon was used to post-dilate the distal end of stent and part of native vessel which was very small and diseased. The balloon was partially in the stent graft and partially exposed to the vessel when it was inflated. The reliant balloon perforated the right external iliac just beyond the iliac bifurcation during post inflations. The physician had to extend another device on the ipsilateral side to cover perforation. There were no endoleaks and the patient is doing fine post operatively. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vessel perforation); incorrect technique/procedure (reliant balloon inflated partially exposed to the vessel wall). Evaluation, conclusion: operational context contributed to event (reliant balloon inflated partially exposed to the vessel wall).